Event description:
Customer stated that the pt admitted to the ICU expired and customer is not able to see the alarm logs after the pt was discharged.

Manufacturer narrative:
(B)(4). Customer stated that the pt admitted to the ICU expired and customer is not able to see the alarm logs after the pt was discharged. They are requesting help to retrieve the logs. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.